Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure coil/one of the coils had fallen outside of the tube and into the bladder") and intra-abdominal haemorrhage ("abdominal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "implanted more than just two coils". In 2015, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fungal infection ("yeast infection"), urinary tract infection ("uti") and pelvic pain ("severe and persistent pelvic pain"). On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and alopecia ("hair loss"). The patient was treated with antibiotics and surgery (removal of one coil and cutting of second coil surgery). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, intra-abdominal haemorrhage, abdominal pain, dyspareunia, fungal infection, urinary tract infection, pelvic pain and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, device dislocation, dyspareunia, fungal infection, intra-abdominal haemorrhage, pelvic pain and urinary tract infection to be related to essure. Diagnostic results: on (B)(6) 2015, essure confirmation test was done. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Plaintiff demographics and essure removal date added. Event severe and permanent injuries was replace with new events dyspareunia, yeast and uti infections, abdominal bleeding, severe and persistent pelvic pain, hair loss, malposition of essure coil/one of the coils had fallen outside of the tube and into the bladder, implanted more than just two coils and abdominal pain. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.